Event description:
In 2006, the patient underwent treatment with the polarcath device for two lesions. For both lesions the immediate technical result was satisfactory. The patient experienced perceived pain during the cryoplasty inflation for both lesions. The patient then had an additional procedure performed of an aspiration thrombectomy.for the first lesion, the pre-procedure target lesion was in the superficial femoral (sfa middle) (de novo) reference vessel with a 5 mm diameter and a 10 mm lesion length. The quantitative date measurement method was visual. The target lesion pre-procedure was 60% concentric stenosis and no patent run-off vessel. The distal run-off vessels were severely stenosed. There was no vessel tortuosity and no calcification at target lesion. The polarcath balloon was used during the procedure. One balloon with a 5 mm diameter, 4 cm balloon length, (shaft length 80 cm) and 1 inflation. The target lesion post-procedure was 0% stenosis. For the second lesion, the pre-procedure target lesion was in the superficial femoral(sfa distal) (de novo) reference vessel with a 5 mm diameter and a 36 mm lesion length. The quantitative date measurement method was visual. The target lesion pre-procedure was 100% (occlusion) concentric stenosis and no patent run-off vessel. The distal run-off vessels were severely stenosed. There was no vessel tortuosity, and no calcification at the target lesion. The polarcath balloon was used during the procedure. One balloon with a 5 mm diameter, 4 cm balloon length, (shaft length 80 cm) and 1 inflation. The target lesion post-procedure was 0% stenosis. Data notes for lesion 1 & 2 state: pta of the truncus tibiofluolaris, arterial filoularis and ateria tibialis posterior in the same session. Thrombeubolisation to the distal arteries (local catheter) - directed thrombolysis (urolate) and aspiration thrombectomy successful.follow up data was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is undeterminable.after reviewing the information provided, there is no indication that the polarcath catheter caused or contributed to the patient complication.device not returned for analysis.